Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due skin inflammation on (B)(6) 2018. Customer blood glucose level was 112 mg/dl. Customer also stated that they had skin related issue blood infection, fever. Customer treated fever with antibiotic. The sensor will be returned for analysis. Mds-unk-xmtr.

Manufacturer narrative:
.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. For the correct date see this report.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.